Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that they were at the beach and the buttons may have been held down while sitting. Customer's blood glucose reading at the time of the call was 200 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.